Event description:
Reporter alleges pt had bilateral silicone breast implant rupture. Reporter also alleges pt having skin rash, neck and shoulder pain, raynaud syndrome, respiratory problems, fatigue, memory loss and headaches.